Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Questions were sent to the author of the article. No response was received. The study concluded that c-evar is feasible and efficient to treat jaa in patients unsuitable for fenestrated branched endografts (fbe). Associated files: 3011175548-2017-00062, 3011175548-2017-00063, 3011175548-2017-00064, 3011175548-2017-00065, 3011175548-2017-00067, 3011175548-2017-00068.

Event description:
Received an article titled: technical aspects, current indications, and results of chimney grafts for juxtarenal aortic aneurysms published in the journal of vascular surgery. The purpose of this article was to report preliminary experience with chimney grafts for juxtarenal aortic aneurysms (jaa) in an effort to review its indications in the era of fenestrated branched endografts. From 2000 to 2010, 57 patients with endovascular repair of aortic aneurysms were reviewed. 16 patients with c-evar per the article, procedural complications included one patient with a retroperitoneal hematoma resulting in laparotomy and death.